Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right atrial (ra) lead exhibited loss of capture. An x-ray was done, and it showed the lead tip had moved. Capture could not be obtained by programming the pacemaker to pace at a higher output. A revision procedure was performed and this lead could not be repositioned. This lead was explanted, and a new lead was implanted successfully. After the operation, the patient was in good condition. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.